Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware on 11-jun-2021 of a report which occurred in the operating room during use in the emea region. The reported complaint was for "image disturbance (vanishing image) during angulation", involving pentax medical video gastroscope model eg29-i10, serial number (B)(4). No further information was provided at the time of the report. The endoscope has been reworked.